Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not working and just a red light was flashing and there was crack on battery compartment. Customer stated that perhaps water got into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring : missing on (B)(6) 2021, the customer alleged pump went blank display, expose to moisture and cosmetic damage on the battery compartment. Device received with missing retainer ring and blank display. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Device received with pillowing keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Device was cut open to perform visual inspection and found severely moisture damage on the pcb 1, pcb 2, motor, keypad flex tail, battery tube, vibrator, force sensor, 40 pin flexible printed circuit/lcd and internal battery. No moisture damage on the keypad traces and keypad dome switches during the visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. In summary, insulin pump received with a blank display due to moisture damage on the pcb 1 and pcb 2. Customer alleged confirmed for pump expose to moisture. Cosmetic damage confirmed at the case near the corner of belt clip rails. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.